Event description:
This procedure was performed in the (B)(6). The nanocross balloon burst, would not come back into the sheath, and then pulled apart. The end of the balloon remained in the patient and was stented against the artery wall.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the dilation catheter was locked up on the guidewire. The balloon chamber exhibits radial tearing with only 4cm of the proximal end of the balloon present. The returned catheter exhibits extreme stretching and necking: the 150cm working length catheter now measures 198cm. The catheter exhibits contact with the sanguine environment: dry sanguine material in and on the catheter.